Manufacturer narrative:
(B)(4). Batch# m53e0f. The analysis results found that the atw45 device was received with the firing mechanism damaged and with two cartridge reloads present. Cartridge (b) tr45w, (B)(4) was received partially fired 1/10 and with the reload lock out spring damaged. Cartridge (c) tr45w, (B)(4) was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring (b, c) is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic procedure, the device could not fire on the first firing with the white reload after forwarded a little. Several proximal staples were deployed but did not deploy on the tissue. Also the device did not cut the tissue. Changed another white reload, the same problem occurred again. The device fired a little then stopped; the proximal staples were deployed but not on the tissue. Then the device could not fire any more. Other product was used to complete the procedure. There were no adverse consequences for the patient reported.